Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, noise, and high out of range impedance that spiked over 2500 ohms. The patient underwent surgical intervention to surgically abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.